Event description:
It was reported this balloon ruptured following the first inflation beyond its rated burst pressure during a dilation procedure of a re-stenosed arteriovenous fistula graft. Following withdrawl of the balloon catheter it was noted the balloon material had detached and remained in the pt. A radiolucent filling defect was noted within the graft which they believe to be the balloon material. Multiple attempts to retrieve the balloon material, via an antegrade approach, were unsuccessful. The graft subsequently occluded. A temporary dialysis catheter was placed at that time. During a chest x-ray performed prior to insertion of the temporary dialysis catheter, free air was noted in the pt's diaphragm. The pt was diagnosed with a perforated ulcer, unrelated to the procedure, and underwent successful surgical repair of the ulcer. The pt will undergo graft revision and subsequent balloon retrieval at some time in the future. The pt's condition is good. A portion of the device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon material was not received for evaluation. The balloon was completely detached from the shaft. Adhesive was noted on the shaft bonds. Kinks were noted at the strain relief and at the balloon lumen bifurcation. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up also revealed this balloon was inflated well beyond its rated burst pressure. Co beleives the above factors contributed to this event. Directions for use state: "the rated burst pressure should not be exceeded... Inflation is excess of the rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."